Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported catheter not visible on the navx system issue could not be confirmed. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The magnetic sensor met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a right sided afl ablation procedure, there was a communication issue with the catheter resulting in a delay. After connecting the catheter to the ensite x system, the catheter was not visible in the navx system. Three attempts were made to disconnect the catheter, delete abl from navx configuration and reconnect and turn off and restart the tactisys, display workstation, and amplifier. The tactisys cable was also exchanged, with no resolution. The catheter was exchanged and the issue as resolved. There were no adverse patient health consequences.